Event description:
It was reported that during a da vinci si hysterectomy procedure, the cable on the large needle driver instrument snapped. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip cable at the distal idlers is broke. The cable has frayed sections that vary in length that are sticking out at the wrist. The pulley does not exhibit any damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.